Event description:
It was reported that, during an unknown procedure, the control unit dyonics pump was at the lowest setting, however it didn¿t seem to be regulating pressure. There was fluid extravasation outside the joint. Surgery was resumed, after a non-significant delay, with a back-up device. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per complaint details, although the pump was at the lowest setting, it didn¿t seem to be regulating pressure as there was fluid extravasation outside the joint. Reportedly, the procedure was resumed after a non-significant delay with a back-up device. Responses to the clinical information requests have not been received as of the date of this medical investigation. Based on the limited information provided, the root cause of the reported event cannot be definitively concluded. The patient impact beyond the reported fluid extravasation, 0-30 minute surgical delay and subsequent use of a backup device cannot be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. The complaint was not confirmed. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found no issues. A functional evaluation revealed device failed to read flow rate. Further evaluation revealed a defect transducer a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per complaint details, although the pump was at the lowest setting, it didn¿t seem to be regulating pressure as there was fluid extravasation outside the joint. Reportedly, the procedure was resumed after a non-significant delay with a back-up device. Responses to the clinical information requests have not been received as of the date of this medical investigation; therefore, contributing clinical factors could not be concluded. Based on the information provided, the patient impact beyond the reported fluid extravasation, 0-30 minute surgical delay and subsequent use of a backup device cannot be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. The complaint was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.